Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) and alleged that the pump had an intermittent power issue. The reporter did not allege any harm or injury because of the reported issue. The reporter explained that the previous night, the pump reportedly gave a low battery warning. The reporter acknowledged the alarm at the time but did not replace the battery. An unspecified time later when the reporter was going to attempt to give a correction bolus, she noticed that the battery had died. After replacing the pump's battery, the pump rebooted and she noticed that the device's date/time had reset to the factory default setting. Multiple attempts by anm to contact the reporter for follow-up information have been unsuccessful. The alleged issue was unresolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being ruled-out as MDR-reportable due to the following conclusion: the reporter alleged that the pump's battery died after she had acknowledged a low battery warning. It is unknown if the reporter had received a replace battery warning before the pump lost power. However, at this time, there is no evidence that the pump or alleged issue contributed to a serious injury. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed that a "low battery" warning occurred and was verified at 9:52am on (B)(4) 2012. Rebooting was observed, preceded by an unacknowledged occlusion alarm at 8:44pm on 07/12/2012. Visual inspection revealed no damage to the battery cap or battery compartment. The battery cap was able to secure properly to the pump. The pump powers on normally with no alarms, and does not draw excessive current. A "replace battery" alarm was induced during testing and the pump emitted the appropriate audio-visual alerts. The pump was exercised for 24 hours with no alarms or power issues occurring. There was no pump defect found on investigation. An unacknowledged alarm will drain the battery, resulting in power loss. There was no damage found to the power circuit.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.